Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor patient reported swollen scar at the implant site and was wondering if it was an infection. No further complications were noted or anticipated refer to (B)(4) for details pertaining to related event: loe/pocket pain since surgery.